Event description:
The catheter broke off at the hub after 8 hours. No tension was exerted on the catheter.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Event description:
The catheter broke off at the hub after 8 hours. No tension was exerted on the catheter.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. An actual sample and 16 pieces of representative samples returned for investigation. It was reported that catheter broke. Visual examination was conducted on sample, and it was observed that the catheter was broke into two parts. Both the catheter shaft and funnel were examined using dino-lite to analyze the damaged area and torn edges. Based on observation, the torn shaft surface was jagged and uneven. Review on the funnel portion reveals same cutting edges in which suggesting that the tube was once well attached to the funnel. Further investigation, the representative samples then were subjected to weight load test as per (B)(4). 0.75kg of load were attached to the sample and the catheter was hung for 1 minute. No sign of any funnel detachment and catheter broke were observed on the tested samples. Catheter broke may occur due to various reasons such as catheter was in contact with sharp or pointed object that may deteriorate the catheter. Nevertheless, as part of our initiative, positive released test was conducted at injection molding process. As per (B)(4), maximum of 8 pieces of catheter from each batch were tested using weight load during start and stop of injection molding process. This is to test the bonding strength between the funnel and tube. Batches that pass this test are subjected for release. Based on the above investigations, no problem found within the product which could have contributed from manufacturing processes. Therefore, this complaint could not be confirmed.